Event description:
Two days post procedure, it was reported the patient suffered a small stroke. The patient was reported to be doing well.

Manufacturer narrative:
The device will not be returned as it was implanted in the patient. The lot history record review was not possible since the lot number was not reported. (B)(4).

Manufacturer narrative:
Received additional information with the model and lot number. (B)(4).